Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and potential hypoglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Our glooko partner informed insulet via email that a healthcare professional (hcp) reported missing patient data in glooko. During troubleshooting, the hcp disclosed that the patient had been hospitalized on the same date. This was due to a "low sugar" episode which the patient cramped. The event required medical assistance and hospitalization. Treatment details and length of stay remain unknown. The patient¿s use of the pod during the event could not be confirmed. A supplemental report will be provided if additional information becomes available.